Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent along with nausea and feeling sick (not further described). The cause and the outcome of the event were not reported. No further detail was provided regarding whether the patient was hospitalized or if pd therapy was ongoing. On an unreported date, nutrineal therapy was discontinued with respect to the event. No additional information is available.